Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+0.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault and elevated iop. The cause of the event is reported as unknown. Reportedly there was no reduction of iop under oral medication by glaupax. The problem was resolved after explant.

Manufacturer narrative:
H3: device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to be within specifications. Claim (B)(4).